Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a patient control module allowed medication to freely flow through although the medication demand button was not pressed. The reporter stated that the device¿s reservoir did not seem to retain any solution. This occurred during filling with a syringe. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 06/21/2013 to 07/02/2013. A review of the batch record documents was performed on the associated lot number with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available for evaluation. The device was filled with water without the actuator having been engaged to test flow. The device was filled with water from the syringe. When the actuator was engaged, water flowed from the device. The sample was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.